Manufacturer narrative:
(B)(4). Date sent: 11/21/2016. The lot history records were reviewed and the manufacturing criteria were met prior to the release of the lot.

Event description:
See attached user facility medwatch form, #(B)(4).